Event description:
The clip was detached from the catheter and the broken catheter dropped into the stomach. The broken catheter was removed endoscopically. The indwelling period was 34 days.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.